Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer received a sensor scan result of 166 mg/dl and fell asleep, and within 2 hours, experienced a loss of consciousness. Customer's husband called paramedics and upon their arrival, a reading of 40 mg/dl was obtained on the hcp device compared to a sensor scan result of 80 mg/dl and customer was injected with glucose until consciousness was regained. Customer was transported to a local hospital where an hcp meter reading of 101 mg/dl was obtained compared to a sensor scan result of 143 mg/dl. No further treatment was reported. There was no report of death or permanent injury associated with this event.